Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had display anomaly due to cracks and there was crack on the lip of the reservoir compartment where the reservoir lock in. The customer¿s blood glucose level was unknown. The customer also reported that the little hard to screw in the reservoir but mostly it's not too difficult. The insulin pump will be returned for analysis.

Manufacturer narrative:
Missing segments/partial display due to bleeding liquid-crystal display glass. Unable to perform the self test and displacement test due to damage liquid-crystal display glass. Insulin pump was received with cracked reservoir tube lip, however test reservoir able to lock/click into place properly.